Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, the hemopro tissue welder was plugged in and laid on the table. The tip got red hot and started to burn and flame. The hemopro tissue welder cable was immediately disconnected and the tip was covered with a wet pad that put the flames out. A replacement unit was used to complete the procedure. No pt effects were reported.

Manufacturer narrative:
Investigation summary: the device was returned to cardiac surgery on (B) (6) 2010, for investigation. A visual inspection revealed that the jaws were burnt and the hot jaw silicon was cracked. Resistance measurements were out of electrical specs. The device did not pass the pre-cautery test. The failure mode "self-activation" was reproduced and the complaint is confirmed. A review of the device lot history was performed, and there was no non-conformance which could have attributed to this failure mode. This issue is being investigated through the maquet CAPA process. A supplemental report will be submitted if add'l info is obtained. (B) (4)